Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), migraine ("migraine, headaches"), gastrointestinal disorder ("gi condition"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, weight increased, migraine, gastrointestinal disorder, alopecia, hormone level abnormal and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure date of insertion: (B)(6) 2013, (B)(6) 2013. She received treatment for dysmennorhea (cramping), pelvic/abdominal, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, uti, weight gain,migraine,headaches,gi conditions,hair loss, hormonal changes and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Case become incident. Event injury nos removed. Events: general abnormal bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: uti, weight gain, migraine, headaches, gi conditions, hair loss, hormonal changes, vision were newly added. Reporter information updated. Patient demographic information updated. Essure start date and stop date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic'), genital haemorrhage ('general abnormal bleeding, abnormal bleeding(general)') and gastrointestinal disorder ('gi condition') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization. Concurrent conditions included high grade squamous intraepithelial lesion, cervical dysplasia and cervical intraepithelial neoplasia I. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("pain: back"), abdominal pain upper ("stomach pain"), abdominal pain lower ("lower stomach pain(abdominal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraine, headaches"), gastrointestinal disorder (seriousness criterion medically significant), alopecia ("hair loss") and vision blurred ("vision problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with colonoscopy and surgery (hysterectomy full, salpingectomy bilateral- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain lower, urinary tract infection, weight increased, migraine, gastrointestinal disorder and hormone level abnormal outcome was unknown, the genital haemorrhage, abdominal pain upper, heavy menstrual bleeding, vaginal haemorrhage and vision blurred had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure date of insertion : (B)(6) 2023. She received treatment for dysmennorhea (cramping), pelvic/abdominal, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, uti, weight gain,migraine,headaches,gi conditions,hair loss,hormonal changes and vision problems. Discrepancy noted regarding essure date of insertion: as per pfs: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information and patient's medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic'), genital haemorrhage ('general abnormal bleeding, abnormal bleeding(general)') and gastrointestinal disorder ('gi condition') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("pain: back"), abdominal pain upper ("stomach pain"), abdominal pain lower ("lower stomach pain(abdominal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraine, headaches"), gastrointestinal disorder (seriousness criterion medically significant), alopecia ("hair loss") and vision blurred ("vision problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with colonoscopy and surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain lower, urinary tract infection, weight increased, migraine, gastrointestinal disorder and hormone level abnormal outcome was unknown, the genital haemorrhage, abdominal pain upper, menorrhagia, vaginal haemorrhage and vision blurred had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure date of insertion : (B)(6) 2013, (B)(6) 2013. She received treatment for dysmennorhea (cramping), pelvic/abdominal, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, uti, weight gain, migraine, headaches, gi conditions, hair loss, hormonal changes and vision problems. Discrepancy noted regarding essure date of insertion: as per pfs: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), lower stomach pain(abdominal), stomach pain were added. Event pt visual impairment was updated to pt blurred vision. Event onset date was updated. Event outcome was updated for the events: alopecia, stomach pain, blurred vision, abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia). Lab data was added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.